Manufacturer narrative:
The patient, family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. No product information was provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
The customer called ascensia customer service to receive assistance with her contour next one meter. During the troubleshooting, the customer ran a control test and obtained a reading of 226 mg/dl at 11:30 a.m. With the meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour next one meter and contour next test strips associated with the event for evaluation. No control solution was returned. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution from lot # 3bv2g15, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests.